Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was unknown if the patient was hospitalized for the peritonitis event. The cause and treatment were not reported. At the time of this report, the patient was recovering from the peritonitis. The patient received retraining on pd therapy. The action taken with dianeal therapies was not reported. No additional information is available.